Event description:
The customer states that c-arm will not drive vertically. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the ps-3 (24v power supply). The system operates as intended.